Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 complaining of fluid around the pump site. 150ml of serous fluid was aspirated. The patient underwent a contrast study on (B)(6) 2021 and 140 ml of clearish fluid was removed. Per hcp's notes, there was catheter failure with evidence of catheter in the intrathecal compartment in the midthoracic region, but there was a catheter leak in the pump pocket and appears the hygroma that was present and was at least in part csf. On (B)(6) 2021 the hcp examined the patient in the operating room. The catheter was revised on (B)(6) 2021. The event resulted in patient hospitalization. The outcome of the event resolved without sequela on (B)(6) 2021. The device diagnosis was catheter leakage and the device diagnosis was hygroma. The event date was (B)(6) 2021. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 6000mcg/m; at 1797.5mcg/day and bupivacaine 400mcg/ml at 119.83mcg/day via an implantable pump. It was reported that the patient presented with a fluid filled pump pocket. Dye study on (B)(6) 2021 showed leak somewhere in the pocket area. Surgery was done on (B)(6) 2021 to determine the cause. A leak in the proximal segment was noted by the physician. He removed the old proximal portion and replaced with a new proximal segment. They cleared the catheter with no issues. No issues during surgery. The patient had not shown increased spasticity, just a fluid pocket. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 20-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.